Event description:
During shift check, the autopulse platform (sn (B)(6) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer mentioned that the drive shaft would turn only half way, and multiple attempts were made to reset the drive shaft to the home position but were unsuccessful. No patient involvement.

Manufacturer narrative:
The reported complaint of the "autopulse platform (sn 33837) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message, and the user was unable to clear the (ua) 45 error message " was confirmed during functional testing and archive review. The root cause for the (ua) 45 error was due to the driveshaft not being at the "home position". Usually, the (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, during further testing, it was noticed that the encoder driveshaft was difficult to rotate manually. This is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, possibly attributed to wear and tear. The archive data show the presence of a ua45 error message around the customer's reported date that likely related to the drive shaft was not in the home position during the power-on, thus confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering on and observed a sticky clutch, confirming the customer's complaint. The drive shaft was rotated to the home position to address the ua45. The clutch plate was deburred to address the sticky clutch issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).